Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user of time complaint was filed: date (B)(6) 2013, inratio meter 6.0, 2.7, 2.7 and 3.2 inr; reference 2.07 inr, mean 3.33, confidence limits 1.9 - 4.6. Precision test was performed on inratio data (mean 3.65, sd 1.58, %cv 43.4). Since %cv is above 20%, the test failed criteria. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing has been performed on reported lot 308051 on (B)(4) 2013. Results as follows: donor (B)(6), inratio 2.5, 2.6, 2.6; reference 2.53, bias threshold 1.53 - 3.53, %cv 2.25; donor (B)(6), inratio 2.6, 2.5, 2.5; ref 2.39, bias threshold 1.39-3.39; %cv 2.28. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy and precision criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date (B)(6) 2013, inratio inr 6.0, 2.7, 2.7, 3.2, laboratory inr 2.07. Testing between the first three inratio inr results was a few minutes between the tests. The same finger was used but a new finger stick. Testing between the first three inratio results and the fourth inratio test was twenty minutes and on a different finger. The laboratory test was performed several hours later. The time between testing was within three hours. Therapeutic range 2.2 - 3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.